Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 07/31/2018. The device was visually inspected and pass. Performed voltage test and passed. Performed pairing test and passed. Performed transmitter functional test and passed. Performed share log review and loss of connection found in log. The reported event of a loss of connection was confirmed. The probable cause is no communication.